Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: review of the case session files was not performed as case session data was not available. The log files provided by the mps were not made accessible for review. The following was noted on service max from a previous case where inaccurate cuts were also alleged. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: the customer, they chose to not have us come out for the system because it was surgeon error. Work order disposition: not required. No additional requests have been made for a field service engineer to inspect the robot for this event. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints related to p/n 209999, robot number: (B)(6) shows 5 similar complaints for robotic arm - inaccurate resection. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
During bone prep of right leg, depth of distal cut was measured using green probe and again with the planar probe and found to be 1.5mm deep. No red was visible on the cut during bone prep. Cut was deep, but trialing turned out well. Case completed manually. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone prep of right leg, depth of distal cut was measured using green probe and again with the planar probe and found to be 1.5mm deep. No red was visible on the cut during bone prep. Cut was deep, but trialing turned out well. Case completed manually. Case type / application: tka.